Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿caregiver transported patient to the floor with blood transfusion. Registered nurse (rn) did not realize that the blood has been hanging for over the time frame of 4 hours. Patient was disconnected and blood sent to lab. Acc aware. Rn aware. Patient stable. The blood transfusion was programmed for 350ml on IV pump. Pump stopped previously reading "complete" but there was still blood in bag. Another staff member checked tubing and IV site with writer. Volume was added on pump in attempt to infuse. No IV site error was noted at that time. Pump has now been marked for evaluation with biomed." There was patient involvement but impact is unknown. Although additional information and product return have been requested, the customer has stated that "¿we have no additional information to provide. Everything was in the report we submitted.¿